Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the blood glucose had run high and that the cannula had been bent. The blood glucose reading was up to 512 mg/dl. She stated that she treated the customer with an insulin pen and declined high blood glucose troubleshooting. The insulin pump was not replaced or returned for analysis.